Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement. The explanting facility does not return devices; therefore no analysis will be performed. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient's generator product information was provided by the implanting hospital on (B)(6)2014.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). The neurologist suspected fibrosis was causing high impedance as the patient was experiencing voice hoarseness with normal mode stimulation every five minutes. The patient was referred for generator and lead replacement surgery but no known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.